Event description:
The manufacturer received information alleging the trilogy evo o2 device does not recognize the circuit and the onset of ventilation for this device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was evaluated by a philips service engineer (se). During the evaluation it was noted that the devices active exhalation control module (or proportional) valve and three-way (3-way) solenoid valve had caused the circuit and the onset of ventilation not to be recognized on the trilogy evo o2 device. In conclusion, the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time.